Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "revise." It is unknown when this event occurred. It is unknown if there was a patient involved, reports of patient injury or medical intervention. No additional information is available. During evaluation, the quality engineer assigned the as determined problem code to be fg.111 battery low. This condition had the potential to interrupt delivery.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with "revise" was not confirmed or duplicated by baxter personnel. During evaluation, the quality engineer assigned the as determined problem code to be fg.111 battery low which confirms the reported condition. The root cause of this condition was determined to be main battery - defective/inoperative. Main battery was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional information be received a follow-up medwatch will be submitted.